Event description:
It was reported that the 2800 system right monitor would not display and circuit breaker was tripped. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. If the emergency stop button is pushed it will trip the circuit breaker. The right monitor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.